Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false occlusion alarm during testing (alarmed at 6 pounds/square inch). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was unable to be verified. The device was sent for fluid pressure testing and was found within specification in relation to the reported issue of false downstream occlusions. No cause was found and no corrections were required in relation to the reported event. Should additional relevant information become available, a supplemental report will be submitted.